Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that she is experiencing high blood glucose levels. Customer's blood glucose reading was 444 mg/dl. Customer reported symptoms related to her high blood glucose levels included numbness and tingling in the lips. Customer gave herself a manual insulin injection to treat her high blood glucose levels. Customer reported that the insulin pump failed to alarm no delivery for her high blood glucose levels. Replacement product is being sent.